Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5vdc power supply was adjusted from 4.87vdc to 5.0vdc. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not make an exposure. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.